Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported issues of difficulty positioning and material deformation were confirmed via returned device analysis. The reported issue of inability to open or close (gripper actuation) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficult to position the delivery catheter (dc) shaft) was a cascading effect of an observed bent actuator mandrel that also caused a bent dc shaft. A definitive cause for the bent actuator mandrel, torn clip cover and difficult to open or close could not be determined. It was reported that the sleeve was deflected more than 90 degrees. It should be noted that the instructions for use (IFU) states: do not deflect the sleeve tip more than 90 degree as device damage may occur; however, the off-label use likely did not contribute to any of the reported issues. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the sleeve steering issue, gripper actuation issue, and damage to the clip cover. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was deployed without issue. A second clip delivery system (cds) was advanced and the shaft was noted to be curved greater than 90 degrees, but was immediately corrected. While positioning the cds, it was noted that the steering was difficult and different that the steering with the first device. The clip was not implanted and the cds was removed. The cds was tested outside the anatomy and it was noted that only one gripper arm was working. Additionally, the clip cover was noted to be damaged. A new cds was used to complete the procedure. Two clips were implanted, reducing the mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.